Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an ongoing issue with sample short alarms on the analyzer and received questionable low alb2 albumin gen.2 and gluc3 glucose hk results for one patient sample. The initial albumin result was 2.0 g/dl and the initial glucose result was 0 mg/dl. These results were reported outside the laboratory. The doctor ordered the same sample to be retested. The repeat albumin result was 4.0 g/dl and the repeat glucose result was 74 mg/dl. These results were believed to be correct. The patient was not adversely affected. The albumin reagent lot number was 16882101 with an expiration date of 10/31/2017. The glucose reagent lot number was 16326601 with an expiration date of 09/30/2017. The field service representative was unable to determine a cause. The customer stated the qc had repeated without issues and there were no other problems with results since the erroneous results occurred. He checked the sample probe for any gel on the tip and ran instrument precision and accuracy checks with results within specifications. The customer put a humidifier in the laboratory behind the analyzer which brought the humidity in the laboratory up above the minimum requirement.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.